Event description:
It was reported that the patient presented in clinic for a follow up with a right ventricular (rv) lead that exhibited high capture thresholds due to lead micro dislodgement. During the lead revision procedure, the physician noted that the suture sleeve was loose. The lead was explanted and replaced. The patient was discharged.